Event description:
It was reported that during implant of the right ventricular lead, a capture anomaly was observed. Due to blood being observed within the leads lumen, the decision was made to implant a different lead.

Manufacturer narrative:
(B)(4).